Manufacturer narrative:
This report was initially submitted following notification from a customer in sweden regarding false susceptible vancomycin results for a patient s.epidermidis isolate in association with the etest® vancomycin va 256 ww f100 (ref (B)(4), lot 1007159950). A biomérieux internal investigation was completed. The impacted lot (etest va 256 ww f100 ref (B)(4) lot 1007159950) was not available for testing because it had expired. The tests were performed on an internal lot close to the customer lot (1007138570 rl1) and on an internal reference lot (1007914990 rl2). Note:different reference numbers exist for the product etest va256: ref (B)(4)(foam) and ref 412488(spb : simple pack blister).six (6) atcc strains were tested with mh bd (mueller-hinton) or mhb (mueller-hinton agar + 5% sheep blood) media. The etest va 256 results obtained for these strains with both lots are in agreement with qc specifications.the breakpoints for coagulase negative staphylococci / vancomycin = eucast 2020 breakpoints : [s <= 4 - r > 4]. Identification confirmed as s. Epidermidis on vitek ms v3.0 kb v3.2. Reference method: agar dilution (ad) gave va mic=4 mg/l susceptible, so within 1 doubling dilution, category can shift from s to r. This strain is borderline. Three strips by lot were tested internally on mh bd (ref : (B)(4)). Mic was equal to 8 mg/l, resistant on both lots tested. Complementary test: broth microdilution (bmd) gave va mic=4 mg/l, susceptible. The susceptible result obtained by the customer (1-2 mg/l s) was not reproduced internally. The reference mic is on the breakpoint, within 1 doubling dilution the category can shift from s to r, the strain is then borderline. Etest va256 strip performed as expected.

Event description:
A customer in sweden notified biomérieux of false susceptible vancomycin results for a patient staphylococcus epidermidis isolate in association with the etest® vancomycin va 256 ww f100 (ref 525518, lot 1007159950). The isolate was collected from a tissue sample from a patient that had undergone a total hip replacement procedure. The broth microdilution method (bmd) was used as an alternative method and obtained resistant results. The isolate was then sent to an external reference laboratory and the reference laboratory also obtained resistant results. Etest®: vancomycin mic = 1 - 2 mg/l (susceptible). Bmd: vancomycin = resistant. Reference lab: vancomycin mic = 8 mg/l (resistant). The customer reported that the patient was initially treated with vancomycin as a result of the vancomycin susceptible result obtained by etest®. The customer also stated that there were some complications related to the infection of the total hip replacement, but the patient has recovered. The customer did not disclose details about the complications or whether treatment with vancomycin was discontinued. At this time, it is unknown if the complications were related to the treatment with vancomycin and the false susceptible vancomycin result obtained by etest®. Etest® vancomycin va 256 ww f100 (ref 525518) is not marketed in the united states and is not registered with the FDA, but etest® vancomycin va 256 us f100 (ref 525558) is a similar product and is registered with the FDA with the 510k number of k980348. A biomérieux internal investigation will be initiated.